Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Pictures were taken. A receiver charge test was performed and passed. A receiver boot test was performed and failed due to the damaged lcd screen. Functional tests were performed and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined, no injury or medical intervention was reported.